Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Review of the device manufacturing records did not reveal any non-conformances. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The final step of the delta reverse surgery was to impact the poly cup. The doctor asked for a 38/+3 mm standard implant. When he impacted the cup he did not feel or hear the "snap". He said that he thought there was something wrong with the implant. I gave him another 38/+3 pe cup and it fit perfectly. It seems that the original implant was too small. There was only a 4 minute delay in the case and no adverse outcome. The hospital said they could give me the implant dirty in a red bag. I refused to take / transport the implant in that manner. Therefore, I do not have the affected pe cup to send back to you. I witnessed what the doctor was saying. The pe cup was spinning in place and had some bounce in it when pressure was applied downward on any side surface.